Event description:
It was reported that during a cataract procedure diathermy was not working and a back up unit was brought in to complete the procedure. Good patient outcome was reported.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Field service engineer confirmed diathermy was not working. The engineer replaced diathermy cable assembly and the reported issue was resolved.